Event description:
It was reported that the customer experienced high blood glucose of 550 mg/dl while he was at the hospital for open heart surgery. The customer stated the tubing had come off and he had since changed out the infusion sets, but his blood glucose was still running high. At the time of reporting this, the customer's blood glucose was 448 mg/dl, which he treated with injection. Troubleshooting was performed. The drive support cap appeared normal. During a manual prime, insulin exited the tubing and no leaks or air bubbles were found. Several no delivery alarms were found in the alarm history. A high pressure test was performed and passed. Upon removal of the infusion set from the body, the cannula was bent but not occluded. The insertion site was not sore or irritated. The customer was advised to change the entire set, reservoir and insulin. His blood glucose had lowered to 333 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)